Manufacturer narrative:
H.6. Investigation: customer returned (1) 1ml, 12.7mm, 29g bd insulin syringe in an open blister pack from lot # 8330541. Customer states that substances were found on the needle. The returned syringe was examined and exhibited a translucent strand of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene mixed with silicone. A review of the device history record was completed for batch# 8330541. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause cannot be determined.

Event description:
It was reported that syringe 1ml 29ga 12.7mm blister 200bx had foreign matter. The following information was provided by the initial reporter: complaint from hospital. The customer complained that whitish substances were found on the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml 29ga 12.7mm blister 200bx had foreign matter. The following information was provided by the initial reporter: complaint from hospital. The customer complained that whitish substances were found on the needle.